Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure, preventing user access to medication. Customer reported that the device rebooted, causing a 5-minute delay during a cesarean section. Customer stated that after the 5-minute reboot period, the device was fully functional. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device's logs and identified a loss of power event. The technical support specialist determined that the device's battery backup system required replacement. A field service engineer replaced the device's real time clock battery and the uninterrupted power supply's battery to resolve. Device confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure, preventing user access to medication. Customer reported that the device rebooted, causing a 5-minute delay during a cesarean section. Customer stated that after the 5-minute reboot period, the device was fully functional. Patient or user harm was not reported.

Manufacturer narrative:
The following fields have been updated with additional...corrected information: d.4, g.2, h.6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 10-oct-2021 to 10-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the technical support specialist evaluated the device log files and identified a loss of power event and advised the customer to replace the battery on the device to prevent the issue from reoccurring. A field service engineer replaced the internal rtc battery and ups battery on the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during a procedure, preventing user access to medication. Customer reported that the device rebooted, causing a 5-minute delay during a cesarean section. There were no adverse events or injuries reported based on this event.